Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump was losing time and was off by 5 minutes. During troubleshooting with tandem technical support, the time loss was confirmed. The customer's blood glucose was not impacted and another tandem pump was to be used to manage diabetes.